Event description:
During an atrial fibrillation procedure, while inserting the catheter into the non abbott sheath (medtronic flexcath), it became stuck in the sheath. The catheter was withdrawn from the sheath with force, and the coating of the shaft between the 2nd and 3rd pole was peeled / fractured. The device was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One duodecapolar, inquiry optima diagnostic catheter was received for evaluation. The catheter shaft was noted to be stretched out of place between electrodes 2 and 3 creating a lip. Electrode 2 also was also noted to be raised creating a lip due to the aforementioned shaft damage. No anomalies were noted when the catheter was inserted and removed from a stock introducer assembly from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported device removal difficulty remains unknown. The cause of the observed device damage is consistent with damage during use.